Manufacturer narrative:
Manufacture reference number: (B)(4). To err on the side of precaution, this following complaint has been classified as a serious injury as the patient mentioned going in for an x-ray for a retained capsule, however, did not provide contact information for follow up, therefore, we could not confirm if an x-ray or any other medical intervention was done.

Event description:
According to the reporter, a patient called requesting information for the pillcam procedure. The patient wanted to know if she could go get an x-ray done because she believed she had a retained capsule. The patient did not provide a date in which the procedure took place but she had been trying to get assistance from the physician for over a month with no response. She stated the physician would not return her calls and she refused to provide any contact information for herself or the facility.